Manufacturer narrative:
Investigation: checking the sterilization chart of the involved lot #23bc07w, no pre-existing anomalies were found. This is the first and only complaint received on this lot #. The item involved was not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically the infection description for or post-operative x-rays related to the revision surgery. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering. The check of the sterilization chart highlighted no anomalies on the component manufactured with the involved lot #. The surgeon stated there was a non-implant related infection. We can state that the event was not product related. Pms analysis: according to limacorporate pms data, revision rate of physica ps liner commercial code 6535.50.xxx due to infection is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a combined initial-final MDR.

Event description:
Description: on (B)(6) 2023 a knee revision surgery was performed to replace physica ps tibial liner#6, commercial code 6535.50.610 - lot #23bc07w - ster. (B)(6). Patient had a non-implant related infection and surgeon decided to swap the liner. Surgery was successful.